Manufacturer narrative:
S/w version: unknown. Retainer ring =black. Customer returned pump for an alleged cosmetic damage at the end cap found on (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1] board j7 connector.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, end cap broken off, and cracked keypad overlay. Cosmetic damage was confirmed where end cap broken off was noted. Blank display due to moisture damage on the [pcba 1] board j7 connector. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had fell off and broken. No harm requiring medical intervention was reported. The customer will continue use of the device.